Event description:
It was reported that the patient was inappropriately shocked due to atrial fibrillation (af) with rapid ventricular response (rvr) detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode by the implantable cardioverter defibrillator (ICD). The physician decided to medically treat the patient¿s rhythm with no intervention performed to the ICD. The ICD remains in use. It was further reported that the right atrial (ra) lead had occasional p-wave undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.